Event description:
Patient reported that when they talk their top and bottom teeth hit together. They feel that their upper teeth are angled more inward than they should be. This is forcing their lower teeth to come in for their bite and it is making their jaw sore.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.